Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had two episodes of ventricular tachycardia (vt) that had initially fallen into the vt-1 programmed therapy zone. The patient received bursts of atp that accelerated the rhythm into the vf zone (>250 bpm) and shock therapy was delivered. The patient's neighbor was with the patient at the time, and said that the patient lost consciousness for about 30 seconds during the episode, and he was disoriented when he came around. The patient did not go to the hospital at the time. The patient said he felt the shock, and it was uncomfortable. A local cardiologist was consulted, and no programming changes were made. The cardiologist did not consider this to be indicative of a malfunction of the device, as the device appropriately identified the ventricular arrhythmia and delivered therapy as it was programmed. The cardiologist recommended that the patient follow-up with the physician who implanted the device. That follow-up appointment took place, and the physician made programming changes and medication changes to optimize therapy for the patient. No further adverse patient effects were reported.